Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not seat properly. A second surface of the same size was opened and worked as it should.